Event description:
It was reported that after interrogating the device and attempting to view episode data for high rate events that an invalid data pop up window appears. It was noted that all other diagnostics were working and collecting as expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.